Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The involved file is actually broken in the active part (fatigue+torque). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review. Root causes are not identified. This kind of event is tracked and we monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
In this event it was reported that a waveone gold small file was too thick. However, when the file was received, it was noticed that the instrument was broken. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that the broken piece could not be retrieved and the patient's tooth was extracted.